Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, during loading, plunger pushed over top of lens. There was no patient contact. Procedure completed on the same day. Additional information has been requested.